Event description:
An ophthalmic technologist reported that the tubing detached from the metal end of the infusion line during a procedure for a macular hole repair of the left eye. The issue was resolved and the procedure was completed after replacing the infusion line. There was no harm to the pt. Additional information has been requested.

Manufacturer narrative:
A product sample has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).